Event description:
Th peg did not dissolve during implant, even after 35 minutes. The "condom" portion of the packaging did not appear to have stuck on the peg. After the doctor removed the lead from the pt, he removed the peg from the tip of the lead.